Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to visual disturbance with decreased vision in all ranges. The same model lens was implanted, a larger, 23.0 diopter size. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Surface residuals (fibers/particles and ovd residues) were observed on lens which indicate that the unit was handled and prepare for surgical use. Lens was returned cut in two pieces, and was most probably cut to make explant process possible. The reported customer's issue was not verified in the returned product. Manufacturing record review: the manufacturing process records were reviewed. There were no associated deviation or non-conformity reports found in the review related to the reported complaint. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The miq lens diopter measurement was reviewed and found within specifications. A search on complaints revealed that no additional complaints were found that were related to this production order. Labeling review: the directions for use (dfu) were reviewed and adequately provide instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.